Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021, where it was noted upon interrogation that their right ventricular lead was experiencing elevated capture thresholds and loss of capture. The right ventricular lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.